Event description:
The pt presented in the emergency department with a fracture. An antecubital IV was started by the emergency department rn and the pt was sent to surgery. Following surgery, the pt was admitted to the pediatrics unit, where the father reported the IV to be leaking. The IV-site was assessed by an rn and the catheter was discontinued. When removed, approx 1/4 inch of the catheter was present. The physician was notified, an x-ray was taken and the remainder of the catheter was visualized on the film. A consult with a surgeon was obtained and the remainder of the catheter was removed through a surgical cutdown.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: invalid data. Invalid data - on device destroyed/disposed of status.